Event description:
T was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up, and a ghost disk was found in the drive of the host pc. A philips field service engineer (fse) inspected the system onsite and performed a full shutdown and restart. After this procedure, the system was powered off and restarted multiple times without any issues. The fse forwarded the error logs to the national support specialist (nss), who found no abnormalities in the system. Following the full shutdown and restart, the system was returned to service in good working condition. The codes were updated based on the investigation outcome.